Event description:
It was reported via social media that a patient experienced a heart attack and died. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient then developed shortness of breath, had a heart attack and died. No additional information was known at the time of reporting.

Manufacturer narrative:
Date of death: estimated as the aware date since unknown. Date of event: estimated as the aware date since unknown. Implant date: estimated as 30 days prior to the aware date since unknown.